Event description:
Piece of the screw broke off in the patient, physician made decision to not try to remove the broken screw part. Manufacturer response for glenoid screw 508-32-101, (brand not provided) (per site reporter). They will be doing an investigation on this reported product failure.